Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is very likely that the generator board or the hvps is defective. Olympus will continue to monitor field performance of this device.

Event description:
Olympus (ola) was informed by the user facility that the high frequency electro-surgical generator unit presented problems during an unspecified therapeutic procedure as the unit displayed error e433 after booting up. The user facility reported the intended procedure was completed using the same device. No other equipment was replaced. The device will be returned to the local repair center. No patient injury or harm was reported.

Manufacturer narrative:
The customer returned for an initial evaluation for the reported "equipment shows error er433 after boot." A functional test was performed on the electrosurgical generator unit; the unit was powered on with no accessories connected and an error e433 was confirmed as the error displayed immediately on the touch screen. After a few minutes, the unit rebooted on its own only to generate error message e433 again. This error message continuously rebooted and displayed. A visual inspection on the as is received condition of the device; noted the external top cover/housing of the device has normal cosmetic wear. Additionally, minor corrosion was observed on the link-in connector on the rear panel. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.